Manufacturer narrative:
Insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to button error alarm and no button response. Also received with broken reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. The customer was unable to clear the alarm. The customer's blood glucose level was 600 mg/dl. He treated his high blood glucose level and it went down to 285 mg/dl. The customer stated that he was pressing the buttons often and that the insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.